Event description:
Conmed suction tubing, sterile packet opened. When the end of the tubing was visualized- a black substance was noted inside. It was a large amount of thick, black debris attached to the inside of the tubing. This was not attached to suction so no patient harm. Manufacturer response for tube, aspirating, flexible, connecting, na (per site reporter) will obtain.